Event description:
Healthcare professional reported right side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth on anterior assessed as fold flaw opening. Additional observations: crease fold observed. White calcification on the surface of the shell. Wear abrasion observed.

Event description:
Healthcare professional reported right side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.